Event description:
It was reported that during a low anterior resection procedure, the circular stapler was fired and the audible crunch was heard. However upon inspection, it appeared that only 2/3 of the staple line had formed and the rest appeared either malformed or missing. The doughnuts were also examined; however, there was only one doughnut present. Upon inspection, this appeared to be the proximal doughnut as the suture used to secure the anvil was visible. The staple line was over-sewn. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Anvil_not returned. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.